Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switches. No scrolling numbers on display anomaly was noted. The pump was unable to verify bolus anomaly, bolus wizard anomaly and perform displacement, basic occlusion, occlusion, prime, no delivery test due to unresponsive buttons. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 426 mg/dl. The customer treated with injections and the pump. The customer stated that the numbers on the pump were ramping on their own. The customer stated that the up and down buttons may be stuck. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.